Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed system pcb assembly and observed that it would intermittently fail to boot up. The crystal, designator y1, on the single board computer was observed to be intermittently failing to oscillate. The failure to oscillate was observed to occur when the device was not booting up. The cause of the reported issue is an inoperable y1 crystal on the single board computer of the system pcb assembly.

Event description:
The customer contacted physio-control to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.